Event description:
It was reported that a flo-gard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional method. The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. During functional testing and alarm log review a downstream occlusion alarm was found; the cause of this was a damaged latch roller. To correct the condition, the latch roller was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.